Event description:
Surgeons performing an im (intramedullary) nail of left femur when the drill tip broke off in the femur. X-ray confirmed drill tip in femur. The surgeon elected to leave the small drill tip in the femur.